Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-aug-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a smartablate¿ irrigation tubing set. Two hours after the start of the procedure, during ablation near the ripv, bubble error occurred. Bubble could not be removed despite flushing. The tube was removed and a crack-like knot was visually observed. The problem was resolved by replacing the tubing set to another new one. Poor tubing. Bubbles were identified the pump downstream. Bubble movement is present while the pump is operating, error is present at the pump. The procedure was completed without patient consequence. The device evaluation was completed on 28-aug-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed and no issues were observed. The device was properly working. No tubing problems were detected. A device history record was performed for the finished device batch number, and no internal actions were identified. No issues related to the reported event were found. However, it should be considered that bubbles on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU) and the smartablate irrigation tubing set preparation workflow. The event described could not be confirmed as the device performed without any issues. Bubbles reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of the smartablate pump. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a smartablate¿ irrigation tubing set and a crack like knot issue occurred. Two hours after the start of the procedure, during ablation near the ripv, bubble error occurred. Bubble could not be removed despite flushing. The tube was removed and a crack-like knot was visually observed. The problem was resolved by replacing the tubing set to another new one. Poor tubing. Bubbles were identified the pump downstream. Bubble movement is present while the pump is operating, error is present at the pump. The procedure was completed without patient consequence. The bubble error was assessed as non MDR reportable. The crack like knot was assessed as MDR reportable.